Event description:
It was reported that balloon ruptured occurred. A 2.00mm x 15mm emerge balloon catheter was used to dilate the target lesion. It was found out that the balloon ruptured under unspecified nominal pressure. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the emerge was received with an emerge shelf box. The batch number on the packaging and device matched the reported batch. There was blood in the inflation lumen and balloon. There were multiple kinks throughout the catheter. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 2.00mm x 15mm emerge¿ balloon catheter was used to dilate the target lesion. It was found out that the balloon ruptured under unspecified nominal pressure. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.